Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the stain was that humidity invaded the lens which led to corrosion. The entry occurred by applied physical stress to distal end such as hitting and dropping and/or lens glue peeled off by chemical stress such as chemical solutions used for the device. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. During testing and inspection of the returned device, it was found that the light guide had a stain, (humidity) was found inside as a result of wear and tear. A leakage was found in the electrical connector pins. Additionally, the control unit had discoloration. The scope cover had discoloration. The grip had discoloration. The switch box had discoloration. The suction cylinder had no color. Due to damage to the guide pin of the electrical connector, water tightness was lost. The electrical connector was dirty due to water leakage. The connecting tube had a scratch. There was corrosion around the lever arm. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope experienced a leaky device. It was unknown when the event was identified. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that the light guide lens had a stain. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.